Event description:
It was reported that the right atrial (ra) lead was implanted, and shortly thereafter, the patient was confused and their blood pressure dropped. After emergency medical treatment was administered, an atrial effusion was observed on x-ray. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).